Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside pca. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that charger was not charging a patient's batteries.